Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. The customer does not know if the elevated results were reported out of the laboratory or if patient care was impacted. There has been no report of patient injury or change in patient treatment associated with this event. Per laboratory protocol, the samples were removed from the automation line and reanalyzed on the alternate unicel dxi 800 system. Subsequent testing of the patient's sample, on the original and alternate instrument, generated lower results within the normal reference range. The customer indicated quality control (qc), calibration, and system check were within specifications. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. The field service engineer (fse) noted preventative maintenance (pm) was due for the instrument. The fse performed preventative maintenance and software version 5.1 upgrade. The fse completed a passing system check and high sensitivity system check. No system issues were observed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.